Event description:
Patient is experiencing traction on the stimulation lead. Physiican will be scheduling a revision surgery to address the issue.

Event description:
Follow up report: a revision surgery was completed to replace the stimulation lead with a new one. A significant venous bleed occurred with tunneling during the revision surgery and had to be managed with suturing. The surgeon elected to form a separate tunnel for final placement once the bleed was addressed. The final tunnel was formed without incident, and system validation at revision indicated excellent tongue motion and also resolved the issues of tethering at neck and uncomfortable stimulation.